Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. When used test strips, which are a day old, are inserted into the meter, no error message is shown, however; when inserting strips used minutes before, an error message is observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.